Event description:
It was reported that this right ventricular (rv) lead was found to exhibit high out of range pacing impedance measurements and loss of capture (loc). The physician suspected cause was due to clavicle crush. A lead revision was performed, the rv lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.